Manufacturer narrative:
The customer reported that the central nurse's station (cns) has power failure and shut down, this happened after hospital had a generator test. Technical service (ts) advised customer to try rebooting using the back up hard drive, but this didn't work. Tried to manually run cns, but still didn't work. After some more troubleshooting, it was found that hdd port 1 was causing the issue. Ts advised customer that cns is old (2014) and that new cns drives should be ordered. This was the only cns reported for this issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station(cns) has power failure and shuts down.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) has power failure and shut down, this happened after hospital had a generator test. Technical service (ts) advised customer to try rebooting using the back up hard drive, but this didn't work. Tried to manually run cns, but still didn't work. After some more troubleshooting, it was found that hdd port 1 was causing the issue. Ts advised customer that cns is old (2014) and that new cns drives should be ordered. This was the only cns reported for this issue. There was no patient injury reported. Investigation summary: the possible cause issue is considered to be improper device setup/maintenance. Investigation of the reported issue found the issue to have been caused due improper nk device setup/maintenance by the user. This does not suggest nk device deficiency/malfunction. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that their central nursing station(cns) has power failure and shuts down.